Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. After tracing helium leak, the fse found the vent plug o-ring to be cracked. To fix the issue, the fse replaced the fill manifold, and tested the iabp unit for helium leak again and the iabp unit maintained correct helium pressure. The fse had also performed a preventive maintenance (pm), and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during transport of a patient, the cardiosave intra-aortic balloon pump (iabp) had helium leak issues. The helium ran out on a two hour flight. However, the customer had extra helium tanks. No patient harm, serious injury or adverse event was reported.